Manufacturer narrative:
Patient ID, dob & weight not provided for reporting. Additional product code: hrs. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records review was conducted. The report indicates that the: part: 207.040s / lot: l468796. Manufacturing site: (B)(4). Manufacturing date: 06. July 2017. Expiry date: 01. June 2027. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a screw broke during a surgery. A distal humeral fracture required the fixation of a single condyle with a 4mm cancellous screw. The fragments were reduced and held in place. A hole was drilled using a 2.5mm drill bit and a 40mm cancellous screw with a 14mm thread was inserted. The screw fractured at the junction of the thread and shaft at a point inside of the bone. A larger hole had to be made in order to access and gain purchase of the distal part of the screw after the proximal part had been removed. The screw was then removed with some difficulty with narrow nosed pliers. A prolongation of 60 minutes was reported. All broken fragments were removed from the patient. This complaint involves 1 part. Concomitant part pliers (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The complaint is confirmed as the broken screw is visible on the received picture, but no evaluation is possible based on the picture. Product was not returned; therefore no further investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Only based on the provided information and without material no root cause can be defined. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.